Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly developed a cholesteatoma and underwent a petrosectomy. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.